Manufacturer narrative:
The insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked lcd display window corners, cracked reservoir tube lip, and cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.